Event description:
Refrence number (B)(4). Event occured in germany it was reported that the patient experienced a bent infusion set catheter event on (B)(6) 2026. The insertion site was the abdomen. The issue resulted in a high blood glucose level of 300 mg/dl. No further information is available

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.